Event description:
It was reported that when patient presented in-clinic after a merlin.net transmission there was a sudden increase in battery voltage. The merlin.net transmission indicated a battery voltage at eri. It was determined that the device is functioning properly and no programming or diagnostic changes were observed. Physician has elected to schedule a replacement and monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was explanted.

Manufacturer narrative:
Evaluation description: the reported field event of a sudden increase in battery voltage measurement was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported sudden increase in battery voltage measurement could not be determined.